Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced multiple connect adaptors that would not secure to the cartridge during a supply change, and the issue persisted across units from different boxes until the cartridge was replaced, after which the adaptor secured and the supply change proceeded. Symptoms included none reported beyond workflow disruption. Outcomes included replacement of affected connectors and cartridges and successful continuation of therapy at home without medical intervention. Investigation included troubleshooting by sequentially attempting alternate adaptors from the same and new lots, followed by replacing the cartridge, which resolved the connection issue. Investigation of this case revealed a compatibility or fitment issue between certain adaptors and the initial cartridge, with normal function restored upon cartridge replacement, indicating a device-to-device interface problem localized to the connector-cartridge interface. It was concluded, based on previously established findings for similar reports, that the cause was likely component tolerance variation leading to intermittent mechanical mismatch at the adaptor-to-cartridge connection.